Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of ablation use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to ablation. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) went into to safety mode. The crt-d was programmed to monitor only and the ablation was performed during a sustained ventricular tachycardia (vt). After some radiofrequency erogation from the ablation catheter, the vt stopped; however, the crt-d was pacing in vvi mode at 73bpm. After the procedure, the physician interrogated the device and fault codes were displayed and it was confirmed that the crt-d was in safety mode. A revision was performed and the crt-d was successfully replaced. No additional adverse patient effects were reported. The crt-d will be returned for laboratory analysis.